Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was not receiving paresthesia or pain relief in their lower back and that they were feeling paresthesia in their legs but were not getting pain relief. The patient was switched from program a to b. It was noted that prior to this the patient had not made any adjustment because they did not want to 'mess up' their stimulation. The patient was encouraged to use their programmer to optimize therapy. The patient was going to contact the rep if they were still not getting any relief following the appointment. No further complications were reported. Additional information was reported that the patient complained of "stimulation just goes to a different number" and they don't know why. The patient was switched from program a to b. The patient was instructed to adjust stimulation for each position and stay in that position at least a minute to assure the system will remember what settings she wants. She switched to program b and had never used it before which requires she adjust each position to comfort the first time she is in that position. The issue was reported to be resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's stimulation just going to a different number was the patient needed to stay in a position long enough for the ins to remember her preferred setting. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.